Manufacturer narrative:
Analysis of catheter serial/lot # (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector. The difficult with the sutureless connector led to the explant. Analysis of catheter serial # (B)(4) revealed acceptable testing. This catheter was returned incompletely and in segments. All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n121215, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was seen for a routine pump replacement and catheter exploration intra-operatively. The patient did express that the dose was not well controlling his spasticity in his legs. During the surgery, the catheter access port (cap) was aspirated easily, but the surgeon noted white debris in the cup of the sutureless connector when he removed it from the old pump. Also, it did not seem to sit on the pump well when reconnected to the new pump. The surgeon decided to replace it and, when trying to remove it, he had to use a surgical instrument to pull it off the pump, as he could not remove it easily by hand. The product issue was resolved. The patient was started on approximately the same dose as the pre-operative 1506mcg/day. One day post-operative, on (B)(6) 2013, the patient thought he was getting more drug than needed and asked for the dose to be turned down. It was decreased to approximately 1300mcg/day and the patient was stable and released from the hospital. At the time of this report, the patient status was ¿alive-no injury.¿ the device system was used to deliver baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.